Event description:
It was reported that the patient's audiologist contacted med-el corp, stating that the patient experienced a 'pop' sound and then loss of sound on saturday, while watching tv. The patient arrived at the clinic at about two days later, and the audiologist was unable to obtain a link with the implant using the dib coil. The patient did report a 'tapping' sensation when the dib coil was put into position. A total exchange of the external equipment failed to provide any improvement. The patient did report the same 'tapping' sensation when both his own and the replacement processor were put into position on his head. There were no other reports of sound via the implant since the 'pop' the patient reported as occurring on saturday.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.